Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot 56570, was returned and analyzed. Visual inspection showed the device push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion, the reported issue was confirmed. The balloon catheter failed the returned product inspection due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer lock connection broke off of the balloon catheter. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.